Event description:
The lay user/patient contacted lifescan alleging the meter does not power on upon strip insertion. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
It was reported that the device was explanted after an implant duration of zero days. On (B) (6) 2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to an unsuccessful ring repair. Per the operative report of (B) (6) 2009, the annuloplasty was performed and "there was no mitral regurgitation but there was severe sam with a 60 mm gradient." The decision was made to replace the valve.

Manufacturer narrative:
(B) (4).

Event description:
A phone call was received from baxter technical services stating the facility biomed reported a flogard pump that was programmed to deliver 18 hours worth of medication via epidural and the pump infused all of the unknown medication in 1 hour. The epidural medication was administered using pump 1 on the flogard pump as the primary infusion, programmed at 10ml/hr with a volume to be infused (vtbi) of 180ml. The secondary setting was 500ml/hr with a vtbi of 500ml. However, this secondary setting was not intended for this patient at all; it was not cleared from the last patient that was on this pump. The facility began testing on the device which was stopped due to the facility agreeing to return the device to baxter for evaluation. The incident involved a female who was in labor receiving an unknown epidural medication that was scheduled to deliver 10ml/hr for 18 hours. The labor was being monitored and after one hour, the device alarmed indicating the infusion was complete. The baby's heart rate was noted to drop to an unknown rate and the mother's blood pressure was noted to rise to an unknown rate. The risk manager indicated that the overinfusion was discovered, the pump was switched out with another to continue the infusion, the nurse gave the mother an unknown amount of a normal saline infusion to flush her system, and both the mother and baby were fine within seven minutes. There were no further complications noted and the mother and the baby were both discharged from the hospital without further medical intervention. The risk manager had no further information to provide to baxter; however, the device was returned to baxter for evaluation.

Event description:
A 14 gauge x 2 inch needle came apart from hub during thoracentesis procedure. The needle and the hub were saved but not the tray itself. Trays currently on unit show lot lob159 with a 641-12573 # on pkg.

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
The pump passed the self test on ac power. The configuration settings were reviewed: insert clamp = off (default = alarm) and the rest were found to be set to the default settings. The last infusion settings found in the pump's memory are as follows: pump1 (p1) primary rate = 10ml/hr and volume = 10ml, secondary rate = 500ml/hr and volume = 20ml and total volume = 44ml. There was no infusion settings found on p2 (pump2). One hour accuracy tests were performed. At 10ml/hr on a primary infusion, p1 delivered +2.71% on test 1 and +1.90% on test2. At 125ml/hr on a primary infusion, p1 delivered -0.55%. At 500ml/hr on a secondary infusion, p1 delivered -1.87%. At 10ml/hr on a primary infusion, p2 delivered 0.00%. At 125ml/hr on a primary infusion, p2 delivered -2.74%. Accuracy specifications for rates 59.9ml/hr and below is +/-10% and rates 60.0ml/hr and above is +/- 7%. All tests passed within specifications. The pump alarmed for battery low 5 minutes after ac power was unplugged. The following tests were performed: free flow prevention test, door open and alarm volume test, panel lock test and slide clamp mechanism test. The configuration for the insert clamp was changed to alarm. The p1 and p2 slide clamp mechanism test failed: the insert slide clamp was alarming even when the slide clamp was already inserted. All other tests passed. The pump's front housing was found cracked at the top and bottom corners with a delaminated keypad. The p1 back plate was slightly sticking. There was no problem found on the p2 back plate. Traces of dried fluid were found on the p1 and p2 pump fingers and slide clamp. The tip of the door latch roller on p1 was found chipped off and the p1 door latch catch was carved from the chipped latch roller. The latch roller still caught the door latch when the door was closed. No problem was found on p2 door latch and roller. The p2 door assembly was a non baxter manufactured door. No cracks were found on the p1 and p2 door hinges. The rear housing was opened and inspected for loose connections or damage and no loose connection was found. Fluid intrusion was found on the front and rear housing under the p1 and p2 slide clamp. No problem was found on the central processing unit (cpu) printed circuit board (pcb), or the p1 and p2 pump head. The reported condition was not confirmed or duplicated as the pump passed all accuracy tests within specifications.